Event description:
It was reported that the customer's device was powering itself off and was intermittently reading service across the screen. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was initially able to verify the reported failure. Additional evaluations resulted in being unable to verify the reported failure. As a precaution, physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be determined.